Event description:
Customer reported that elevated sodium results were generated by the synchron lx20 pro system for one week. The system was within calibration prior to the event. The results were not reported out of the laboratory. The samples were retested on the facility's cx5 system and yielded results within expectation. Three pt events were reported. There were no reports of any change in the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The fse found air bubbles in the ratio pump. The ratio pump o-rings and seals were replaced. The fse also cleaned the flow cell, replaced the co2 membrane and the sodium measuring and reference electrodes. Although, several parts were replaced and this resolved the issue, a specific root cause was not determined. Accordingly, no conclusion can be drawn. This is one of seven medwatch reports being submitted as the customer reported this event occurred over a period of seven days. See the medwatch numbers for all associated events. MDR# 2050012-2011-06180, 06181, 06182, 06183, 06184, 06186. This reportable event was identified during a retrospective review of complaints conducted between 01/01/2008 and 10/23/2010 for additional reportable events.